Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of a spike fractured off during impaction. There is no additional information available.